Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customers blood glucose level was 110 mg/dl. No additional details were reported for this event.

Manufacturer narrative:
On 03-02-2023 the distributor reported that the issue experienced was a battery depletion issue instead of a battery charging issue. H6, h10. H6, h10.